Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient had to go to the ER today due to catching her lead wires on her pants when she was pulling them down to void. She pulled the lead out and it was just hanging there and the controller would not connect any more. Patient would contact the healthcare provider (hcp)¿s office on monday. Patient stated the ER doctor advised her to keep watching it for infection. At about a week later, patient further reported that the lead broke. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.